Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to be lethargic and was taken to the emergency department. The patient's glasgow coma scale (gcs) was initially 12, and then upon return from the computed tomography (CT) scan the patient's gcs dropped to 6. The patient's international normalized ratio was supratherapeutic on admission at a level of 4. The patient was intubated and taken for emergent craniotomy. The patient had significant brain edema and concern for herniation. The CT revealed a hemorrhagic bleed with midline shift. The cause of the hemorrhage was unclear; however, the CT scan was performed due to concern for acute to chronic hemorrhage. It was noted that the patient hit their head in (B)(6) 2023 but the CT scan that followed that was negative. The family decided to withdraw care. The patient was extubated, and the pump was turned off. The patient passed away a few minutes later on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.